Event description:
Caller reported experiencing an alarm 2 followed by alarm 26, but there was no adverse impact on the customer¿s blood glucose level. Technical support advised the caller to disconnect from the site, use a new cartridge, deliver a 9-unit bolus, and confirmed the bolus completed successfully. A one-time replacement pump was arranged, and the caller was instructed on the procedures for returning the old pump and receiving the new one.